Manufacturer narrative:
Depuy still considers the investigation closed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision recommended bi-lateral asr xl acetabular system (left). (B)(4). Asr xl acetabular system (right). Update - received 5 march 2013 - reason for revision left hip and confirm left hip products/lots reason for revision left hip: component loosening. Update received: 1st april 2014 - added hospital: (B)(6) hospital, added revision date for right side: (B)(6) 2014, added reason for revision for left side: alval / soft tissue reaction. Left side; asr revision; asr xl - left; reason(s) for revision: alval / soft tissue reaction; revision date: (B)(6) 2011. Right side; asr revision; asr xl - right. Reason(s) for revision: component loosening - femoral component. Revision date: (B)(6) 2014.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: asr revision recommended bi-lateral, asr xl acetabular system (left); 999804956 - 2273871, 999890149 - 2227274, 999800108 - 2390525. Asr xl acetabular system (right). Update - received 5 march 2013 - reason for revision left hip and confirm left hip. Products/lots. Reason for revision left hip: component loosening. Update received: 1st april 2014 - added hospital: (B)(6) hospital, added revision date for right side: (B)(6) 2014, added reason for revision for left side: alval / soft tissue reaction, attached query doc and clarified details. Left side: asr revision, asr xl - left, reason(s) for revision: alval / soft tissue reaction. Revision date: (B)(6) 2011. Right side: asr revision, asr xl - right, reason(s) for revision: component loosening - femoral component. Revision date: (B)(6) 2014. Re-opened (B)(6) 2014 - to close 2nd request for component loosening, attached document and closed and created 3rd action activity further information request.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision recommended bi-lateral asr xl acetabular system (left); 999804956 - 2273871, 999890149 - 2227274, 999800108 - 2390525. Asr xl acetabular system (right). Update - received 5 march 2013 - reason for revision left hip and confirm left hip, products/lots, reason for revision left hip: component loosening. Update received: 1st april 2014 - added hospital: (B)(6) hospital, added revision date for right side: (B)(6) 2014, added reason for revision for left side: alval / soft tissue reaction, attached query doc and clarified details. Left side: asr revision, asr xl - left, reason(s) for revision: alval / soft tissue reaction, revision date: (B)(6) 2011. Right side: asr revision, asr xl - right, reason(s) for revision: component loosening - femoral component, revision date: (B)(6) 2014. Re-opended 15th april 2014 - to close 2nd request for component loosening, attached document and closed and created 3rd action activiy further information request. Re-opened 23rd april 2014 - sent 3rd request for component loosening, attached 3rd request email trail and closed 3rd action activiy further information request and advised unanswered query - see unanswered query document and additional information for further explanation. Update received: 9th april 2014 - attached reimsurdement checklist for patients (rcp) document and added patient name and initials. Update received: 11th april 2014 - attached product stickers, added patient date of birth, added patient gender, added patient age and added products - left side stem and right side stem. Update received: 1st may 2014 - attached right revision report. Update received: 5th may 2014 - advised which component became loose on right side: stem and confirmed with file handler that no alval was present on the right. Created, attached 1st query document and closed 1st further info action activity and created 2nd further info action activity. Removed closed for CAPA closing statement and sent for investigation. Re-opened: 13th may 2014 - attached 2nd query document and closed 1st further info action activity and created 3rd further info action activity. Update received: 19th may 2014 - added further revision reason(s) for right side: alval / soft tissue reaction, metallosis, grey tissue and black metalic debris, added patient middle name, added patient middle initial. Closed 3rd request for information action activity and advised received response and histology report 19th (B)(6) 2014 advising alval / soft tissue reaction was also present in right hip, so no further request of patient demographics is necessary and can now be closed to CAPA.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Updated a1, b4/g4 dates, b5, and f10 (patient and device codes). Depuy still considers this case closed to CAPA.

Event description:
Asr revision recommended bi-lateral.udate: the patient was revised for unknown reasons.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.